Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) due to drain complication messages that were occurring during their treatment. During the call, it was mentioned that the patient was recently diagnosed with peritonitis. Additional details were provided upon follow-up with the patient¿s pd registered nurse (pdrn). The pdrn revealed the patient presented to the outpatient home dialysis clinic with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 8993 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg and ceftazidime 1000 mg daily (duration not provided). However, on (B)(6) 2023 the patient encountered drain complications which led to the patient¿s hospitalization on (B)(6) 2023 due to a malfunctioning pd catheter (not a fresenius product) and possibly constipation (unclear if ongoing or resolved). The patient¿s peritoneal effluent culture result returned positive for coagulase-negative staphylococcus (date/species unknown), and the patient¿s antibiotics were continued. At the time of follow-up, the pdrn stated causality was unknown and the patient was still in the hospital. The patient was recovering from the events and continuing to undergo continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the same liberty select cycler (in hospital) without any reported problems.